Manufacturer narrative:
Manufacturing dates: 04/28/2017 - 05/05/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps were cracked. The cracks were observed when placing them on the patients transfer set. There was no damage to the packaging. The care giver (cg) stated they had not seen anything unusual with the shipping carton or packaging of the minicaps. The cg clarified the patient had the minicaps on their transfer set for approximately thirty (30) minutes prior to noticing the crack. There had not been any tools utilized in making the connection between the minicap and the transfer set; the connections had seemed normal. The cg stated they replaced the minicap once they noticed the crack. There was no patient injury or medical intervention associated with this event. No additional information is available.